Manufacturer narrative:
The customer called the company representative to assist with troubleshooting. The customer resolved the issue remotely. The manufacturing device history record (DHR) was reviewed. Based on qa assessment, the product met specifications at the time of release. The root cause cannot be determined conclusively. The customer returned the probe for evaluation. The ¿opened probe¿ was received with a tip protector, in a zip top bag. The sample was visually inspected and was found to be conforming. The sample was then functionally tested for actuation, aspiration, and cut and was found conforming for all three functional tests. A review of the device history record indicates that the product was processed and released according to the product¿s acceptance criteria. A complaint history examination for device component indicates there are four (4) additional complaints associated with the component lots for the reported issue. All probes are 100% visually inspected and tested for actuation, aspiration, and cut during manufacturing. The returned sample was found to be conforming, the reported issue cannot be conclusively determined. The lot complaint history was reviewed; this is the second complaint for the finish goods lot. However, the first for this issue for this lot. The device history record shows the product was released per specifications. The review confirms there was no probe built into this pak. A calibrated console was used to sample and the fluid management system (fms) cassette primed and tuned with the ultrasonic handpiece successfully and could achieve maximum vacuum. There were no system messages (sms) generated, no fluid or air leaks, and no cracks were observed on the connectors that would have contributed to the reported event. The irrigation and aspiration flow rates were measured and found to be within specifications. The fluid flowed from the balance salt solution (bss) bottle to the irrigation and aspiration manifolds and continuously to the cassette housing. There was no occlusion or obstruction was observed during inspection and functional testing. The root cause of the customer's complaint could not be established, as the returned fms cassette was found to meet specifications. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A surgeon reported that the irrigation and vitrector stopped working suddenly during a vitrectomy surgery. The surgeon changed the cassette and cutter to continue, however, this happened again when the surgery was almost complete. The surgeon managed to complete the surgery without changing cassette or cutter. There was no patient harm reported.